Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leaking from site on (B)(6) 2024. The infusion set was in use for 1 day. Blood glucose levels reported during the event was high. Patient took correction by taking bolus via pump to address high blood glucose. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.